Manufacturer narrative:
Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Patient was revised for recurrent anterior dislocation of revision right hip replacement. Mdm f liner and +4 28mm head were replaced with 36, 10 degree lipped liner and +10 36mm v40 femoral head.